Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer attached the medical fluid-filled cassette to the pump during the pre-use check, an alarm went off. There was no patient injury.

Manufacturer narrative:
H10: device evaluation: four sample were returned for investigation. The samples consisted of four cassette products; the sample was received without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damage was detected in the sample. The sample was filled with 100 ml of water and connected to the pump. The sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. Based on the no disposable alarm investigation and root cause conduct through CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing; the complaint was not confirmed. The failure mode was not confirmed. No fault was found and as such, no root cause was determined, and no corrective actions taken; however, CAPA-000814 was open to investigate the failure mode reported. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).